Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pelvic pain on her right side/ chronic right pelvic pain") and genital haemorrhage ("irregular bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "contrast spillage into the vaginal vault prevented evaluation for tubal occlusion/ contrast spillage was noted and there was not occlusion". Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea/ menstrual periods were not nearly as painful"), rash ("rashes"), fatigue ("worsened fatigue"), alopecia ("hair loss"), abdominal pain lower ("cramping, lower abdominal pain/ throbbing right lower quadrant pain"), pelvic discomfort ("lower pelvic discomfort"), vaginal haemorrhage ("heavy and irregular vaginal bleeding"), fallopian tube spasm ("tubal spasm"), urinary tract infection ("urinary tract infection"), menorrhagia ("prolonged menses / menorrhagia"), rash pruritic ("itchy rash on the back of her hands"), nausea ("nausea"), abdominal pain upper ("left upper quadrant pain"), back pain ("back pain"), arthralgia ("joint pain") and pruritus ("itching"). The patient was treated with surgery (she underwent a bilateral salpingectomy to remove the essure coils.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, rash, fatigue, alopecia, rash pruritic, abdominal pain upper and arthralgia had resolved and the genital haemorrhage, abdominal pain lower, pelvic discomfort, vaginal haemorrhage, fallopian tube spasm, urinary tract infection, menorrhagia, nausea, back pain and pruritus outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, arthralgia, back pain, dysmenorrhoea, fallopian tube spasm, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic discomfort, pelvic pain, pruritus, rash, rash pruritic, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: bilateral tube coils, and no significant abnormal; on (B)(6) 2017: which were unremarkable. Computerised tomogram pelvis - on (B)(6) 2016: no significant abnormalities were noted. Hysterosalpingogram - on (B)(6) 2011: bilateral tubal occlusion and satisfactory placement. Ultrasound abdomen - on (B)(6) 2012: no abnormalities. Ultrasound pelvis - on (B)(6) 2014: ultrasound was normal. Ultrasound scan vagina - on (B)(6) 2012: no abnormalities. On (B)(6) 2011: hysterosalpingogram- contrast spillage into the vaginal vault prevented evaluation for tubal occlusion. On (B)(6) 2017: underwent a colonoscopy and endoscopy to rule out irritable bowel disorder as the cause of her lower abdominal pain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pelvic pain on her right side/ chronic right pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "contrast spillage into the vaginal vault prevented evaluation for tubal occlusion/ contrast spillage was noted and there was not occlusion". Concomitant products included medroxyprogesterone acetate (depo provera) and methotrexate. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("irregular bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea/ menstrual periods were not nearly as painful"), rash ("rashes"), fatigue ("worsened fatigue"), alopecia ("hair loss"), abdominal pain lower ("cramping, lower abdominal pain/ throbbing right lower quadrant pain"), pelvic discomfort ("lower pelvic discomfort"), vaginal haemorrhage ("heavy and irregular vaginal bleeding"), fallopian tube spasm ("tubal spasm"), urinary tract infection ("urinary tract infection"), menorrhagia ("prolonged menses / menorrhagia"), rash pruritic ("itchy rash on the back of her hands"), nausea ("nausea"), abdominal pain upper ("left upper quadrant pain"), back pain ("back pain"), arthralgia ("joint pain"), pruritus ("itching"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (she underwent a bilateral salpingectomy to remove the essure coils.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, rash, fatigue, alopecia, rash pruritic, abdominal pain upper and arthralgia had resolved and the genital haemorrhage, abdominal pain lower, pelvic discomfort, vaginal haemorrhage, fallopian tube spasm, urinary tract infection, menorrhagia, nausea, back pain, pruritus, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, arthralgia, autoimmune disorder, back pain, dysmenorrhoea, fallopian tube spasm, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pelvic discomfort, pelvic pain, pruritus, rash, rash pruritic, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: according to her medical records, her physician called a representative of conceptus regarding concerns that plaintiff¿s use of methotrexate would interfere with the scarring process. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: results: bilateral tube coils, and no significant abnormal; on (B)(6) 2017: results: which were unremarkable. Computerised tomogram pelvis - on (B)(6) 2016: results: no significant abnormalities were noted. Hysterosalpingogram - on (B)(6) 2011: results: bilateral tubal occlusion and satisfactory place. Ultrasound abdomen - on (B)(6) 2012: results: no abnormalities. Ultrasound pelvis - on (B)(6) 2014: results: ultrasound was normal. Ultrasound scan vagina - on (B)(6) 2012: results: no abnormalities. Diagnostic results: (B)(6) 2011: hysterosalpingogram- contrast spillage into the vaginal vault prevented evaluation for tubal occlusion. (B)(6) 2017: underwent a colonoscopy and endoscopy to rule out irritable bowel disorder as the cause of her lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-sep-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pelvic pain on her right side/ chronic right pelvic pain') in an adult female patient who had essure (batch no. 735707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "contrast spillage into the vaginal vault prevented evaluation for tubal occlusion/ contrast spillage was noted and there was not occlusion". The patient's concurrent conditions included dyspepsia. Concomitant products included medroxyprogesterone acetate (depo provera) and methotrexate. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("irregular bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea/ menstrual periods were not nearly as painful"), rash ("rashes"), fatigue ("worsened fatigue"), alopecia ("hair loss"), abdominal pain lower ("cramping, lower abdominal pain/ throbbing right lower quadrant pain"), pelvic discomfort ("lower pelvic discomfort"), vaginal haemorrhage ("heavy and irregular vaginal bleeding"), fallopian tube spasm ("tubal spasm"), urinary tract infection ("urinary tract infection"), heavy menstrual bleeding ("prolonged menses / menorrhagia"), rash pruritic ("itchy rash on the back of her hands"), nausea ("nausea"), abdominal pain upper ("left upper quadrant pain"), back pain ("back pain"), arthralgia ("joint pain"), pruritus ("itching"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (she underwent a bilateral salpingectomy to remove the essure coils.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, rash, fatigue, alopecia, rash pruritic, abdominal pain upper and arthralgia had resolved and the genital haemorrhage, abdominal pain lower, pelvic discomfort, vaginal haemorrhage, fallopian tube spasm, urinary tract infection, heavy menstrual bleeding, nausea, back pain, pruritus, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, arthralgia, autoimmune disorder, back pain, dysmenorrhoea, fallopian tube spasm, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, nausea, pelvic discomfort, pelvic pain, pruritus, rash, rash pruritic, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: according to her medical records, her physician called a representative of conceptus regarding concerns that plaintiff¿s use of methotrexate would interfere with the scarring process. Right: 2 coils left: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: results: bilateral tube coils, and no significant abnormali; on (B)(6) 2017: results: which were unremarkable. Computerised tomogram pelvis - on (B)(6) 2016: results: no significant abnormalities were noted. Hysterosalpingogram - on (B)(6) 2011: results: bilateral tubal occlusion and satisfactory placeme. Pregnancy test urine - on (B)(6) 2011: negative. Ultrasound abdomen - on (B)(6) 2012: results: no abnormalities. Ultrasound pelvis - on (B)(6) 2014: results: ultrasound was normal. Ultrasound scan vagina - on (B)(6) 2012: results: no abnormalities. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2021: medical record received. Lot number, reporters information, lab data and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pelvic pain on her right side/ chronic right pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "contrast spillage into the vaginal vault prevented evaluation for tubal occlusion/ contrast spillage was noted and there was not occlusion". Concomitant products included medroxyprogesterone acetate (depo provera) and methotrexate. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("irregular bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea/ menstrual periods were not nearly as painful"), rash ("rashes"), fatigue ("worsened fatigue"), alopecia ("hair loss"), abdominal pain lower ("cramping, lower abdominal pain/ throbbing right lower quadrant pain"), pelvic discomfort ("lower pelvic discomfort"), vaginal haemorrhage ("heavy and irregular vaginal bleeding"), fallopian tube spasm ("tubal spasm"), urinary tract infection ("urinary tract infection"), menorrhagia ("prolonged menses / menorrhagia"), rash pruritic ("itchy rash on the back of her hands"), nausea ("nausea"), abdominal pain upper ("left upper quadrant pain"), back pain ("back pain"), arthralgia ("joint pain"), pruritus ("itching"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (she underwent a bilateral salpingectomy to remove the essure coils.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, rash, fatigue, alopecia, rash pruritic, abdominal pain upper and arthralgia had resolved and the genital haemorrhage, abdominal pain lower, pelvic discomfort, vaginal haemorrhage, fallopian tube spasm, urinary tract infection, menorrhagia, nausea, back pain, pruritus, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, arthralgia, autoimmune disorder, back pain, dysmenorrhoea, fallopian tube spasm, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pelvic discomfort, pelvic pain, pruritus, rash, rash pruritic, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: according to her medical records, her physician called a representative of conceptus regarding concerns that plaintiff¿s use of methotrexate would interfere with the scarring process. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: results: bilateral tube coils, and no significant abnormali; on (B)(6) 2017: results: which were unremarkable. Computerised tomogram pelvis - on (B)(6) 2016: results: no significant abnormalities were noted. Hysterosalpingogram - on (B)(6) 2011: results: bilateral tubal occlusion and satisfactory placeme. Ultrasound abdomen - on (B)(6) 2012: results: no abnormalities. Ultrasound pelvis - on (B)(6) 2014: results: ultrasound was normal. Ultrasound scan vagina - on (B)(6) 2012: results: no abnormalities. Diagnostic results: (B)(6) 2011: hysterosalpingogram- contrast spillage into the vaginal vault prevented evaluation for tubal occlusion. (B)(6) 2017: underwent a colonoscopy and endoscopy to rule out irritable bowel disorder as the cause of her lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pf received: events " autoimmune disorder and hypersensitivity" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.